Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its slimline 200¿ fiber complaint files from january 2015 to may 2017. An investigation of the reported event found that the reported malfunction of the slimline 200¿ fiber was similar to a device malfunction that was alleged to have caused or contributed to a potentially harmful situation. Because the company is aware that this malfunction was alleged to have caused or continued to a serious injury (reference MDR #3004135191-2017-00002), this event represents a reportable malfunction. Although the doctor was able to remove the broken fiber fragments from within the patient's kidney and no patient harm had been reported, lumenis is also reporting this as an adverse event as medical intervention was required to preclude serious injury. Not returned.

Event description:
A user facility reported that during a laser lithotripsy procedure a piece of a lumenis slimline 200¿ fiber broke off inside the patient's kidney and the broken piece was retrieved successfully. No report of related injury was received.